Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the pt experienced worsening pain not related to normal battery depletion. Additional info has been requested and will be made as f/u as it becomes available.